Event description:
Customer reports to have continuously received a bg now alert. Customer was advised of reason for this alert. Customer's blood glucose was 427 mg/dl which was treated with insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).